Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the b30 scope communication error and image issue was confirmed. The device evaluation found the following additional findings: image guide breakage; fluid invasion from the connector; electrical continuity error due to water invasion; the angle wires were stretched resulting in low values in the upward/downward angulation knob out of the standard value; a crack in the bending section cover adhesive; a data transmission issue; a user barcode on the grip unit; and a switch issue resolved by vacuum aeration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope was producing a b30 scope communication error soon after plugging scope in. The issue was found during a diagnostic endobronchial ultrasound procedure, which was completed with a different set of equipment after a 20-minute delay with the patient under sedation. However, it did not affect the diagnostic or therapeutic outcome of the procedure and no additional medical intervention was needed. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This event is related to patient identifier: (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error issue could not be determined. Olympus will continue to monitor field performance for this device.